Event description:
It was reported three years later that the patient wanted to know why it was getting harder and harder to find the right spot to charge her implantable neurostimulator (ins). The wires didn¿t feel like they are positioned correctly anymore. The patient was not much better now than when the implant was installed. The patient could hardly even walk anymore. The patient was unable to get the stimulation to work right for her, but she did know for sure that if she did not have it, she would be in ten times more pain than she was in now. The patient has questions and concerns regarding her issues. The patient¿s situation was not going to get handled for a while because she needs back surgery again, but can¿t have surgery done for quite a while. The patient¿s health care provider (hcp) stated that the patient was still using all three ins¿s. The patient did not have a 50% or greater reduction with her chronic pain symptoms. Multiple reprogramming sessions and an x-ray were performed. The patient experienced discomfort with her device and decided to explant, which is conflicting information. The patient outcome was reported to be not recovered, symptoms/issue was ongoing. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant products: product ID: 3888-33, lot# v487963, implanted: (B)(6) 2010, product type: lead. Product ID: 3777-75 serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3777-75 serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3777-75 serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-75 serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3888-33 lot# v487963, implanted: (B)(6) 2010, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37713, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).